Event description:
The customer reported that the device failed the opcheck defib test.

Manufacturer narrative:
(B)(4): the customer reported that the device failed the opcheck defib test. Philips evaluated the device and the customer's reported test failure could not be recreated. The therapy port was visually inspected and found to be contaminated. The therapy port and therapy cable were replaced. The device passed all testing and was returned to the customer.